Event description:
It was reported that a physician has been informed by colleagues in other hospitals that they have had experiences with difficulties splitting the exchange sheath. The physicians did not indicate if the difficulty splitting the exchange sheaths had an affect on the ability of the starclose se to achieve hemostasis. The number and identification of patients and cases was not provided. No significant clinical delay in the procedure was reported. There were no reported adverse patient sequelae. It is unknown if the other physicians were trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported the devices are not returning for investigation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.